Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he customer keeps receiving a no delivery alarm on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer changed his infusion set and reservoir prior to calling the helpline. Customer noted that he uses cold insulin in the reservoir. Customer was advised that this could cause problems. Customer was advised to allow the insulin to get to room temperature. No further assistance needed.